Event description:
It was reported that during a total colectomy procedure, after firing 4 or 5 clips the device locked on tissue. The surgeon had to pull the device off the tissue; tissue was stuck in the jaws. It is unknown as to how the procedure was completed. It is unknown if there were patient consequences. Additional information was requested and the following was received: "no patient consequence. Got another clip applier to finish the case. Minimal extra blood loss. No blood transfusion. "

Manufacturer narrative:
(B) (4). (B) (4). The device was received with tissue jammed in the jaws. In the tissue were one conforming clip and one clip with a gap. Once the tissue was removed, three pear shaped clips were found to be jammed in the jaws. The device was noted to have the orange indicator beyond its intended position, the device was empty, locked out, and with one side of the jaw was broken at bifurcation. This damage prevented any functional testing from being performed. Please note that the most likely reason for jaw bifurcation breakage is stress corrosion cracking. In addition, the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. A batch record review was performed and no anomalies were found during the manufacturing process.